Manufacturer narrative:
Continuation of d10: product ID 39565-65. Serial# (B)(6). Implanted: (B)(6) 2013. Explanted: (B)(6) 2019. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(6), ubd: 21-feb-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implanted neurostimulator. Patient stated no one was able to determine if the lead he had was a trial or implanting lead because the lead was mislabeled. Agent consulted with technical services (ts) and made outbound call to patient with information. Agent reviewed lead information. Agent sent email to patient with patient manual and reviewed adverse effects and reviewed information.